Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse verified that monopolar energy was not working on the integrated electrosurgical unit (iesu) erbe. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the erbe to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have error(s) m-1f, m-11, and m-b0 on system logs that were related to firing issues. The reported errors cannot be considered to be energy halting conditions. The unit was tested on systems where all operations were successful, there were no issues with firing. The technician performed an instrument detection service routine run where, all ports were working as expected through slight wiggle test. Ports 2, 3 and 4 were slightly loose in grip. Additional c-84 errors were observed on erbe logs. While the customer reported error could not be replicated during in-house testing, a log review on the unit confirmed error m-0b that occurred in the field. The probable root cause of error m-0b may be attributed to various factors causing the neutral electrode (e.g., grounding pad) to have resistance outside of the permissible range. The neutral electrode may be defective, or may have poor contact with the patient surface. The user is instructed to check neutral electrode alignment and settings.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the monopolar energy on integrated electrosurgical unit (iesu) erbe was not working. Customer tried replacing the energy cables, instruments and, power cycled the generator as well as the system but, with no change. Customer verified that the grounding pad was showing dual and green without any error messages. An intuitive surgical inc., (isi) technical support engineer (tse) requested them to try an additional energy cord but, customer was proceeding with the procedure and elected to end the call. The procedure was completing as planned with no reported injury.